Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).

Event description:
It was reported that the plaintiff was implanted with a monarc subfascial hammock to treat her stress urinary incontinence. It was reported by the plaintiff's attorney that the plaintiff experienced pain, extrusion, infection, recurring incontinence, bleeding, emotional distress, urinary and bowel problems as well as a problem with the product.